Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, there is difficulty in advancing iol in the cartridge, hence haptics got broken. There was no patient contact and procedure was completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).